Event description:
Procedure type: low ant resect double staple. According to the reporter: at first firing, no staple came out. Since there was no replacement at the site, the procedure was performed using a new device brought from a nearby hospital. As a result, operating room time was extended by more than 30 minutes. There was no bleeding. No tissue damage. No additional tissue loss. Nothing fell into cavity.

Manufacturer narrative:
(B)(4).